Event description:
It was reported that during an outflow tract ablation procedure, the right ventricle was mapped with the array catheter and then the ablation catheter was used to apply 6 rf applications. The physician then removed the array catheter from the right ventricle without difficulty and decided to insert it retrograde through the arterial line into the left ventricle. The pts act at the time was 300. While the array catheter was still in low profile, the pt became unstable and an echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed and 500 cc of fluid was extracted. The pt stabilized with no further consequences. The physician was uncertain as to the cause of the effusion.

Manufacturer narrative:
Eval of the returned catheter confirmed that the catheter passed all functional requirements. Review of the device history records confirmed this catheter met mfg requirements prior to shipment. The cause for the reported effusion remains unk. (B)(4).